Event description:
It was reported that during an ent surgical procedure conducted at the user facility the video steam froze. No impact to the patient or delays were reported with this event.

Manufacturer narrative:
No additional was able to be obtained regarding the reported event.

Event description:
It was reported that during an ent surgical procedure conducted at the user facility the video stream froze. No impact to the patient or delays were reported with this event.